Manufacturer narrative:
No conclusions can be made at this time. The process of screw fixation is technique sensitive and care must be taken to ensure that the screws are properly angled and fully tightened.

Event description:
Contact reported the doctor showed him x-rays of a patient with a screw that is backing out of a cervical plate. Surgeon plans to revise at a later date. As surgical intervention may occur an MDR is being filed to document this event.